Event description:
The servbice report shows intermittent audible alarm. The mallinckrodt customer sjpport engineer (cse) verified the intermittent audible alarm. The cse inspected the device and replaced the audio alarm kit. The unit passed extended self testing. The intermittent audible alarm condition occurred while setting parameters for the pt. No pt harm occurred from the lack of audible alarm.